Manufacturer narrative:
Clarification to d1-d4 device information: provided as "mcghan breast prosthesis 330cc silicone / round / macrotexture" clarification to d6a implant date: partial date (B)(6) 2005. Continued e.1. Phone number: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "rupture" and "capsular contracture" baker grade iii. This record is for the left side. Device was explanted.